Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical treatment due to high blood glucose, blood glucose value at the time of the incident is unknown. The customer stated she had to change 3 sensors early due to high blood glucose which caused her to go unconscious. The customer's treatment is unknown. The customer was wearing the insulin pump during the high blood glucose incident. The insulin pump will not be returned for analysis.